Event description:
Event description cpi received information that shortly after implant and following an ablation, a pacemaker dependent patient with this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in pauses in pacing. The physician performed an invasive procedure and implanted a seperate implantable pulse generator. This resolved the oversensing issue.